Event description:
Device malfunction: device #2 failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the device failed to deploy. A second proglide device was used with the same results. The patient developed a golf ball size hematoma. Pressure was applied to treat the hematoma and achieve hemostasis. There was no patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
Device #1: proglide, part # 12673-03, lot # 65124-03 will be filed under medwatch MFR #2953144-2009-00275. The device has been received. Investigation is not complete.